Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device set screw was threaded in diagonally, and could not be tightened properly. The implantable pulse generator (ipg) was removed, and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.